Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. The customer reported having went to the kitchen to treat the low bg level, and fell experiencing a seizure. The paramedics administered a glucagon injection and transported the customer to the hospital on (B)(6) 2018. The customer was treated with gatorade, tylenol, and antibiotics and left the hospital on (B)(6) 2018 with the issue resolved and no permanent damage to the customer. Reportedly, the emergency personal suspected the cause of the low bg level to be due to an unknown ear infection and puberty; however, the contact was unsure. System check was performed with tandem technical support and verified that the pump was functioning as intended. At the time of the reported event, customer's bg level was stable.